Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01005.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and non-penumbra microcatheter. During the procedure, while advancing a pod coil into the microcatheter, the pusher assembly of the pod coil kinked. Therefore, the pod coil was removed. Next, while advancing a new pod coil through the microcatheter, the physician experienced resistance and decided to remove the pod coil. However, while retracting the pod coil, it unintentionally detached from its pusher assembly inside the microcatheter. Therefore, the physician removed the microcatheter containing the detached pod coil. The procedure was completed using a new pod coil and a lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.